Event description:
Surgical clips went in and not long after my stomach started swelling shut whenever I was exposed to allergens. It basically induced oral allergy syndrome. Had chronic sinus issues, fatigue and joint pain which got worse over time. I developed rashes that would not go away. Once the clips were removed after a few weeks I started to get my energy back again. I felt like my old self, it was easier to work a full day and have some energy left at the end of it. Bad experiences seemed easier to deal with. I felt like going to the gym as opposed to just barely having enough energy that I could force myself to go. My sinuses are better as well, they are not as persistent at least. Mental clarity is better too. It would have been nice to know they were in me at the time they went in for gall bladder removal. If you need pictures of product let me know. I don't have them available today.